Event description:
It was reported that the customer was hospitalised on (B)(6) 2015 due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose at the time of admission was 939 mg/dl. The customer stated that the cause of the high blood glucose was a bent cannula over a period of two days. The customer was no receiving insulin over those two days. The customer declined troubleshooting for high blood glucose. The customer did not believe there was an issue with the insulin pump but rather the issue was with the bent cannulas. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.